Event description:
It was reported that following production of single-donor platelets from either of two brands of apheresis machines, and filtration through the device, the filtrate appeared to be clear plasma, as opposed to the expected turbid suspension. After transfusion of the filtered platelets, blood samples taken from the pt, who had previously undergone a bone marrow transplant, showed a platelet count decrement, rather than the anticipated increment. No other pt sequelae were reported.

Manufacturer narrative:
The returned, used devices were evaluated in the firm?s laboratories as follows: test 1: five (5) units of random donor platelets were filtered sequentially through the implicated filter. Filtration resulted in a residual wbc count within acceptable limits for a leukocyte reduced platelet product, and an adequate level of platelet recovery. Effluent platelet unit appeared turbid and swirl was still present. Test 2: three (3) sets of random donor platelet pools were filtered through the implicated filters. Two (2) pools contained 5 random donor platelet units; the third pool contained only 4 units since the fifth unit was not suitable for use. Each effluent pool produced residual wbc and platelet recovery values within acceptable limits. The units all appeared slightly turbid and swirl was still present. The customer?s complaint could not be confirmed. Conclusion: the customer?s report stated that following filtration, the platelet units appeared to be clear, and recovery values were as low as 1.0%. We were unable to reproduce these observations in our testing. Post filtration samples had a turbid appearance with an adequate level of platelets detected in all samples. Residual wbc counts were all below acceptable limits for a leukocyte reduced product, confirming the correct functionality of the implicated filters. It is important to note that approximately 10 ml of platelet volume was lost in our testing due to hold up within the drip chamber and tubing lines of the administration set used. If this volume were to be recovered, we would expect our platelet recovery values to increase by ~3-6%. Although the customer provided us with pre and post platelet counts, their report did not include any sample volumes used in their calculation of platelet recovery. This adjustment for volume could change their recovery values slightly, however it will not account for the severe platelet loss reported in some units (>50%). Our testing was not able to confirm this level of platelet loss, nor the reported appearance of the post filtration units. Unless substantially significant information becomes available, this constitutes a final report.

Manufacturer narrative:
Device eval begun, but not yet completed.